Event description:
Ref imp# (B)(4).

Manufacturer narrative:
Document review: amistem h cementless stem size 3 std: ref. 01.18.133 / lot 120922 ((B)(4) devices produced): all parameters were found to be in accordance with the specifications valid at the time of manufacturing, including washing an sterilization procedures. All the stems of the lot have been already sold without any similar event reported. From the data collected, there are no evidences that the event is device related.